Event description:
The pt reportedly was hit on the head. The pt was seen at the center for device evaluation. Testing performed revealed out of range impedance measurements on all electrodes. The patient's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.